Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise was verified via review of stored electrograms. The device was tested on the bench and using automated test equipment and no anomaly was found. The cause of the reported noise could not be determined.

Event description:
It was reported that noise was observed on the atrial and ventricular channels via (B)(6). However noise could not be replicated during testing. It was later revealed that the device and associated leads were explanted and replaced. The patient is in good condition.